Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box data revealed no evidence of short battery life, but there were eaw 128 post-delivery motor supply faults observed. There was no visible damage to the battery compartment. The returned battery cap was able to secure onto the pump, and the pump powered on with the returned battery cap. The electrical current draws measured within specifications. Unrelated to the initial complaint, there was moisture contamination found inside the pump. Also unrelated, the audio bolus button cover was torn.